Event description:
The customer reported to philips that the device ECG not working at times. ECG - 1 week ago, no measurements on screen. Changed lead sets, then worked 2 times, but 3rd time, same issue with no measurements on screen. Customer has swapped the leadsets, but problem persists. Customer wants bench repair. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.